Event description:
It was reported that a lead integrity alert (lia) was triggered due to short interval counts (sic) and non-sustained tachycardia episodes that all presented as noise or oversensing on the right ventricular (rv) lead. It was determined that the rv lead had fractured after a full in office device check was performed. The lead was explanted and replaced. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product evaluation summary: product performance information was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Ten non-sustained tachycardia episodes with v-v intervals <(><<)>200 ms occurred on (B)(6) 2014. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Ten sic occurred over 6 minutes. A lead failure predictor triggered on (B)(6) 2014 at 11:24:13. Concomitant medical products: 5076-52 lead (B)(6) 2011; d274trk ICD (B)(6) 2011. (B)(4).